Manufacturer narrative:
Only a picture of the used device was received for evaluation. The customer reported the catheter had broken. The visual inspection of the device picture found the electrode had unraveled. It appears that the electrode is still adhered to the balloon. The investigation isolated the failure to the electrode becoming unraveled, but a root cause was not identified. The reported event is consistent with the user not twisting the device in the appropriate manner upon removal. The instruction for use states: ¿after confirming that the entire length of barrett¿s esophagus or esophageal squamous cell neoplasia is treated, position the endoscope immediately proximal to the balloon catheter electrode and balloon, and ensure that the balloon and electrode are completely collapsed. Disconnect the catheter from the output cable. Withdraw the endoscope, balloon catheter, and guidewire together as a unit. Rotation of the device in a clockwise direction may reduce the device diameter and aid in removal.¿ the reported condition was confirmed in the picture. No corrective action is required. Trending is performed per local procedure. All process and test criteria are verified as complying with the finished product specifications for all released lots from production. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician performed one ablation session but on the stomach rather than the metaplasia site. After one session on the correct site he removed the catheter for cleaning and to scratch the ablation site and noted that the catheter was broken. No medical intervention was required to prevent a permanent impairment of a function. There was no injury to the patient because of the event and no extended hospital stay was necessary. The patient was prepped, under anesthesia for the procedure and the device was used in the patient. The patient experience no complications due to the reported failure but death or injury could be related to the device used. No one involved was injured due to the event. A repeat procedure will not be performed. No flame or fire was present. It is unknown if an error code was displayed on the generator. The device is expected to be returned for evaluation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician performed one ablation session on the stomach rather than the metaplasia site. After one session on the correct site, the physician removed the catheter for cleaning and to scratch the ablation site. The physician noted that the catheter was broken. No medical intervention was required to prevent a permanent impairment of a function. There was no injury to the patient because of the event and no extended hospital stay was necessary. The patient experienced no complications due to the reported failure. No one involved was injured due to the event. A repeat procedure will not be performed.